Event description:
It was reported that the mammomarker was difficult to deploy into the biopsy site. The surgeon was able to remove and insert another marker to complete biopsy. There were no pt consequences reported.

Manufacturer narrative:
(B)(4). Tube sheared off. Evaluation summary: the analysis of the mrm4008 (a) found that the tip of the introducer tube was received sheared off at the distal end and the piece was missing. The collagen plug was received inside a plastic bag. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. However, a potential cause of the found defect is the removal of the mammomarker from the disposable probe while it is still inserted into the pt breast. Once the collagen plug has been deployed, the disposable probe and mammomarker have to be removed together from the pt breast at the same time in order to avoid damage to the mammomarker introducer tube such as the one found during analysis. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results confirmed that the mrm4008 applier (b) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional information: batch #e9f39m, expiration date: 05/2013. Manufacturing date: 06/2008. The analysis results confirmed that the mrm4008 applier (c) was received with the tube detached from the handle and the collagen plug with the clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.